Manufacturer narrative:
It was reported that during an unidentified procedure, the distraction pin broke off into the patient. After multiple good-faith attempts the customer was unable or unwilling to provide additional patient, product, or procedural information to the manufacturer. It is unknown how the distraction pin was being used at the time of the incident, if the reported break occurred during first use, or how the broken piece was removed from the patient. No impact or adverse effect to the patient or the patient's stability was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure, the distraction pin broke off into the patient.